Manufacturer narrative:
Correction: adding the advance instrument log review that was missing from initial MDR. An advanced log review was performed by failure analysis engineering (fae). Logs showed that the vessel sealer extend (vse) instrument lot# k13250822-0329 was installed 1 time and passed homing. 4 "cut complete" events were noted. E-100 logs showed 7 "seal" events with 3 "high initial starting impedance" errors. The logs showed 1 engagement failure but that is likely for the other vse used in the procedure, as the time stamps did not align with when this vse under question was used. The instrument was used for about 2 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. Visual inspection displayed signs of physical damage. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips tips moved properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues, or other factors not directly related to the device. Additional findings not related to customer reported complaint: the instrument was found to have a bent main tube. The bending damage is at the proximal end. No pieces were found broken on the instrument. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument did not articulate as normal/needed. Use of the instrument was discontinued, and it was replaced with a backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) obtained the following information from the customer: the customer was not able to provide an answer to any of the follow up questions. The person who reported the broken vessel sealer did not leave their information with her.